Event description:
It was reported that during a ptca procedure, the catheter became stuck on the wire. The wire and catheter were removed as one without incident. No pt injuries or complications were reported.